Event description:
It was reported that the product was found leaking before operation. No patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample photo was received for evaluation. Visual inspection found the reported failure mode is not visible from the attached picture. Complaint is not confirmed. No functional testing could be performed as no samples were received. The reported issue could not be confirmed per picture provided for evaluation; no fault found. If the product is returned, the manufacturer will reopen this complaint for further investigation.